Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front therapy electrode. There was no alleged device malfunction contributing to the irritation. The patient's husband who is a pharmacist advised the patient to apply aloe on the irritation. Follow up indicated that the patient followed her husband's recommendations with applying a water-based cream to the irritation and it improved. The patient also reported that she was hot and took the lifevest off temporarily.